Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2000, product type: lead. Analysis of the returned ins (serial # (B)(4)) found that the ins battery near assumed normal end of life, and that telemetry and output were ok. Visual inspection revealed that the ins can was scratched, the battery expanded, the insulation was scratched, the #6 setscrew grommet was loose, there was a scratch on the connector block, and there was foreign material in the connector ports. For the system test the ins output was tested at the cut end of the extension. Good stable output was observed on each electrode pair on an oscilloscope, across a 510 ohm load connected to the cut end of the extension. The battery status was low, 2.17 volts, per a physician programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). It was reported that the patient¿s past ins/leads were replaced because there had been a loss of coverage. It was noted that the patient coordinated with a manufacturer representative in the past. The loss of coverage occurred in 2003.